Event description:
This customer reported that a pt felt current from transcutaneous pacing when the pacing wasn't active. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4): the customer reported that a pt felt current from transcutaneous pacing when the pacing wasn't active. There was no impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.